Event description:
Revision surgery - due to the stem subsiding, causing the surgeon to revise the stem.

Manufacturer narrative:
The reason for this revision surgery was the stem subsided. The length of in vivo service was 8.9 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against this part and lot number. The root cause for this event was not reported. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. Factors that may contribute to stem subsidence that are not associated with the implants are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.